Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2015, product type: (B)(4). Refer to manufacturing report number 6000153-2015-00480 for other lead.

Event description:
The healthcare professional (hcp) of a clinical study reported that the device diagnosis was high impedance. The clinical diagnosis was not applicable. The outcome was resolved without sequelae. Interventions included explanting and replacing the leads. Diagnostic methods included device interrogation/device data which showed high impedance. The etiology was noted as related to the device or therapy and not related to the implant procedure. The etiology was noted as related to the leads. Relevant medical history included: failed back surgery syndrome, spinal pain.